Event description:
Related manufacturer reference number: 2017865-2023-17824. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. The lead was explanted and replaced. The device also exhibited under-sensing on the ventricular channel. The patient will further be monitored. The patient was stable before, during and after procedure.